Event description:
It was reported that during a procedure at the user facility the sabo sag saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the sabo sag saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, it was determined that the e box required replacement. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.